Event description:
The following has been reported: "device screen not functional. Disassembled checked connections and reassembled. Error persisted. No vp pumps screens available in office, installed sp pump screen to verify issue was with screen and not with pc board. Device was correctly displaying a door alarm, because the sp screen does not have a door sensor. Obtained part number and ordering info. Took screen from abh. Disassembled device and replaced screen. Issue did not persist, will need pm." Reporting due to the referenced issue as a conservative measure. No adverse event reported. More information is needed to complete the investigation.